Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history records review was attempted: device history lot - part #: 09.402.422s, lot#: 6905326 (sterile) - 22mm cocr radial head 4mm ht extension/16.5 mm - sterile. Part number provided 09.402.622s is invalid for lot 6905326. It should be 09.402.422s. DHR has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a radial head and stem prosthesis on (B)(6) 2018. The removal was completed successfully with no patient harm. The patient was not revised to anything following the procedure. It is unknown why the devices were removed. It was reported that it may have been due to a patient's complaint of pain. This report involves 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: manufacture date is unknown. DHR could not be completed as lot number does not match part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.